Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the right femoral artery. The 90% stenosed de novo target lesion was located in the non tortuous and mildly calcified medial right coronary artery. A 3.0x16mm omega stent delivery system was selected and was advanced into a non-bsc meostasis valve and slight resistance was noted. The stent delivery system was removed and it was noted that some of the distal stent struts had raised up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the right femoral artery. The 90% stenosed de novo target lesion was located in the non tortuous and mildly calcified medial right coronary artery. A 3.0x16mm omega stent delivery system was selected and was advanced into a non-bsc meostasis valve and slight resistance was noted. The stent delivery system was removed and it was noted that some of the distal stent struts had raised up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the omega device was received with no original packaging or other devices. There was no evidence of blood or contrast on the stent or stent delivery system (sds). The balloon was tightly folded and the stent was centered between the markerbands. There were bent and flared struts on the first and second distal rows of stent struts. The outer diameter (od) of the stent was measured; the maximum od was .05034" at the location of the flared struts. The maximum od in the undamaged portion of the stent was .04145". The entire length of the stent met specification for crimped stent profile. Magnified inspection of the remainder of the device confirmed that there was no other damage to the stent or the sds. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).